Manufacturer narrative:
The pump passed the self test and the displacement test. No unexpected pump error 53 alarms noted during testing however, the formatted history file confirmed pump error 53 alarm (line number (B)(4) file number (B)(4)). Problem isolated to electronic assembly. Fault number = software error ((B)(4)). Line number = (B)(4). File number = (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. Fill cannula was recorded in daily history. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.